Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap region was burnt and/or melted but that the cap remained attached and intact. The shrink tube and or fiber jacket may have also melted or burned. The examination also disclosed that the cap generally exhibits some/all of char, devitrification, crater, and melted glass. The device failure was associated with lack of cooling. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area on the outside of the cap. The fiber may melt at the cap mouth, resulting in cap detachment. The root cause of the device failure was determined to be heat accumulation of the fiber. No pt injury occurred. The product labeling (product insert 0127-1410) provides warning of possible cap detachment in the pt and instructions for retrieving.

Event description:
On (B)(6) 2010, the customer reported that the fiber exploded at 110,000 joules and that it was difficult to remove the tip pieces from the inside of the pt. The customer stated that no pt injury occurred. An examination, conducted by an american medical systems quality engineer, disclosed that the cap region was burnt and/or melted but that the cap remained attached and intact.